Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the probe fractured. The fragment was retrieved and no adverse consequences were observed. The procedure was completed successfully.

Manufacturer narrative:
Alleged failure: fractured probe. Probable root cause: "non-conforming component, poor assembly process, misuse. Use error (B)(4). The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the probe fractured. The fragment was retrieved and no adverse consequences were observed. The procedure was completed successfully.